Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was heat damage to plastic container housing corail femoral implant. There was no patient involvement.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that ¿ can you please clarify what do you mean by ¿damaged¿? Was it worn, cracked, broken into pieces, bent, stripped, cross threaded or any device interaction. ¿ was the procedure completed successfully? Yes, other stock available. ¿ was there an alternate implant available to complete the procedure? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : heat damage to plastic container housing corail femoral implant. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. "A-13648007 source data (B)(4)". The photo investigation revealed that the corail amt collar size 12 blister packaging was deformed/warped. With available information a definitive potential cause can not be established. This product issue will be addressed through j&j medtech orthopaedics quality system. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A search of the j&j medtech orthopaedics nonconformance (nc) quality system was performed for this product/lot combination and three non-conformance were found. However, the non-conformance was not related to the reported failure mode. The overall complaint was confirmed as the observed condition of the corail amt collar size 12 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search of the j&j medtech orthopaedics nonconformance (nc) quality system was performed for this product/lot combination and three non-conformance were found. However, the non-conformance was not related to the reported failure mode.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : heat damage to plastic container housing corail femoral implant. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment "a-13648007 source data (B)(4)". The photo investigation revealed that the corail amt collar size 12 blister packaging was deformed/warped. With available information a definitive potential cause can not be established. This product issue will be addressed through j&j medtech orthopaedics quality system. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A search of the j&j medtech orthopaedics nonconformance (nc) quality system was performed for this product/lot combination and three non-conformance were found. However, the non-conformance was not related to the reported failure mode. The overall complaint was confirmed as the observed condition of the corail amt collar size 12 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search of the j&j medtech orthopaedics nonconformance (nc) quality system was performed for this product/lot combination and three non-conformance were found. However, the non-conformance was not related to the reported failure mode.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : heat damage to plastic container housing corail femoral implant. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the that the corail amt collar size 12 blister packaging was deformed/warped. With available information a definitive potential cause can not be established. This product issue will be addressed through j&j medtech orthopaedics quality system. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A search of the j&j medtech orthopaedics nonconformance (nc) quality system was performed for this product/lot combination and three non-conformance were found. However, the non-conformance was not related to the reported failure mode. The overall complaint was confirmed as the observed condition of the corail amt collar size 12 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search of the j&j medtech orthopaedics nonconformance (nc) quality system was performed for this product/lot combination and three non-conformance were found. However, the non-conformance was not related to the reported failure mode. Corrected: h3.